Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. X-rays confirmed lead migration. A revision procedure was completed to restore therapy.

Manufacturer narrative:
The device was not returned to saluda. The provided x-ray was unable to confirm lead migration due to lack of reference for the original lead position. The root cause of the lead migration cannot be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include lead migration from the location chosen at initial implantation, resulting in stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result."